Event description:
It was reported that the patient had the artificial urinary sphincter explanted due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0cm cuff, pump, and balloon were implanted. Additional information received indicated the patient had a mechanical failure by which he would pump his device but within 5 seconds it would re-fill completely. The device was therefore revised and he is now doing well.